Manufacturer narrative:
Pump received with intermittent button response due to flattened esc and act button dome switch (creased). No unlocked j2/lcd keypad connector. However, pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 6.8 mmol/l. Customer stated that the drive support cap was normal. Customer stated that the insulin pump was crack. Customer stated that customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.